Event description:
The manufacturer received information alleging a patient experienced the trilogy 202 device was allegedly not working. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a device error code, oxygen blending module (obm) accuracy urgent (e-344), was observed in the device's error log. The manufacturer's service technician evaluated the device further and determined the obm board and power management printed circuit (pca) board had caused the issue to occur on the device. The customer requested the device be sent back unrepaired. No repairs were made or parts replaced on the device. In conclusion, the device's obm board and power management pca board needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet need replaced for physical damage unrelated to the reportable issue. The flow sensor and detachable needs replaced for contamination unrelated to the reportable issue. The internal battery needs replaced for a high cycle count, which was unrelated to the reportable issue.